Manufacturer narrative:
Age at time of event: over 18 years. Device is combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. Vascular access was obtained via femoral artery. The 85% stenosed, moderately calcified and ~8 mm long target lesion was located in the non-tortuous left anterior descending artery. A 2.5x12mm promus premier stent was advanced to the target lesion. The physician felt that the lesion required further predilation, so the stent was removed. When the physician tried to replace the stent using non-bsc guide wire, he felt the resistance and the damage on the tip of the non-bsc guide wire. The stent was pulled out and it was noted that the tip of the stent was frayed. The procedure was completed with another of the same device. No patient complications were reported and the patient was discharged without the issue.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device found that the tip of the device was damaged. The visual and tactile examination of the device found that the hypotube was kinked at various locations along its length. The balloon was examined and no issues were noted with its profile. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. Vascular access was obtained via femoral artery. The 85% stenosed, moderately calcified and ~8 mm long target lesion was located in the non-tortuous left anterior descending artery. A 2.5x12mm promus premier stent was advanced to the target lesion. The physician felt that the lesion required further predilation, so the stent was removed. When the physician tried to replace the stent using non-bsc guide wire, he felt the resistance and the damage on the tip of the non-bsc guide wire. The stent was pulled out and it was noted that the tip of the stent was frayed. The procedure was completed with another of the same device. No patient complications were reported and the patient was discharged without the issue.